Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited image not displayed, the front panel was broke, liquid penetrated inside and the front panel was corroded. There was no patient involvement.